Event description:
Rptr had a 3 level cervical discectomy with fusion with titanium plate and screws. Found out through MRI last month that the plate has broken. Could cut vocal cords, esophagus etc. Surgery pending.